Event description:
It was reported that during a da vinci-assisted surgical procedure, an error message occurred, and the customer had to restart the system. It was noted that the sureform 60 stapler instrument's blade was exposed, and the instrument would not unclamp from tissue, so the customer had to manually unclamp the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: the csr stated that this issue was related to the case reported by the nurse. When using the instrument, they received an error for an exposed blade. The instrument was closed stuck on tissue therefore they had to sit there and turn the manual release knob (mrk) to release the tissue. There was no adverse effect to the tissue. They were able to replace the instrument and complete the procedure with no other issues.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 60 stapler instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two white 60 reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument was confirmed to be used on a dv5 system. The instrument was fully functional. There was no problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. An advanced log review was performed. The logs showed that 480460-12, ln k17250221-0398 was installed on the system 4x and fired 4 white reloads. On install 1, the first clamp was successful, and the firing was completed with 1 pause for compression. On installs 2 and 3, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 4, the first clamp was successful, but the firing result was unknown. At this point, it appears that the system was powered off, and the master supervisory controller (msc) logs start when the system was powered on. There was no record of an unclamp attempt in the logs, so it is likely the e-stop was pressed during the event. Approximately 3 minutes after the restart of the system, the grip release tool was detected as being used on the instrument, represented by error code 22027 in the msc logs. The instrument was then force expired as a result of the grip release use, represented by error code 282 in the msc logs. The instrument was then removed and not used in the procedure again. There were no additional stapler related errors in the msc logs. Isi did receive the sureform 60 white stapler reload to perform fa. Fa was able to confirm/reproduce the reported complaint. The reload was found to have a lodged staple wedged in between the reload in front of the exposed knife. Visual inspection confirms there is one lodged staple ahead of the blade stopping point, which can prevent the blade from progressing through the full firing trajectory. There were also loose, fully formed staples noted. There was no cartridge damage, but the blade was damaged. The event was caused partially or wholly by the user of the device including sample handling. Additional observation(s) related to customer reported complaint: the reload was found to have the knife exposed within the knife track. The stapler used with the returned reload was confirmed to be used on a dv5 system. The knife was exposed towards the distal end of the returned reload. Visual inspection confirms there is one lodged staple ahead of the blade stopping point, which can prevent the blade from progressing through the full firing trajectory. The probable root cause is attributed to user handling, which led to a staple lodging in front of the exposed knife and obstructing the full firing trajectory. Furthermore, the probable root cause of reload damage is attributed to high firing torques, which can result from firing on challenging tissue (e.g., tissue condition) or hard objects (e.g., staples). Lastly, the probable root cause of the exposed component can be attributed to various factors. These factors may include instrument damage, particularly in the wrist area, tissue condition (e.g., disease state and density), and foreign objects (e.g., metal clips) that can cause stapler firing forces to exceed the prescribed limit and subsequently result in a partial fire.